Event description:
The reporter indicated that at implant, they experienced difficulty inserting the is-1 pin of the endotak lead into the micron header. After applying silicone oil and tightening and then loosening the cap screw, they were able to get the lead into the header.

Manufacturer narrative:
An investigation was performed and the connection is to be modified to improve lead insertion characteristics.